Manufacturer narrative:
Concomitant medical product: a2dr01 ipg implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds, and undefined bipolar and unipolar impedance qualified as high. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the outer insulation is breached in varies location. If information is provided in the future, a supplemental report will be issued.